Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy. Additionally, the patient¿s ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.